Event description:
An account stated they found the brakes were not holding at the foot end of the bed.

Manufacturer narrative:
The caster brakes on this bed are independent of each other, and although we have not seen more than one caster fail at a time; it is likely that if multiple failures were to occur simultaneously, it is possible the bed could move and therefore cause serious injury.